Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter alleged obtaining the results of 44 mg/dl, 115 mg/dl, 63 mg/dl, 72 mg/dl, and 108 mg/dl back to back within 10 minutes on the performa system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.